Manufacturer narrative:
(B)(4). The device was returned for analysis. The shaft kink (bend) and separation were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the angioplasty procedure, a 2.75x18 xience pro rx stent delivery system was advanced via the femoral access toward a mildly tortuous, mildly calcified, de novo lesion in the distal left anterior descending artery; however, during advancement, the shaft developed a kink and broke into pieces near the hub, outside of the patient anatomy. Resistance was felt during advancement due to patient anatomy. The stent remained crimped on the balloon. A second 2.75x18 xience pro rx was used to complete the angioplasty. There are no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.